Event description:
It was reported that the epidural obturator tip broke off within the tuohy needle causing the loss of resistance technique to fail. Additional info received on (B)(4) 2011 from the sales representative stated the catheter was being placed midline, lower back, t12-l1 and l1-2 interspace in the operating room. During both passes, loss-of-resistance (lor) technique was used. Therefore, the needles' core being occluded made the recognition of lor impossible. This was first recognized after the second pass. The procedure was aborted and post operative pain control was achieved with other, less optimal method. There was a delay in treatment, no pt death and no critical outcomes. The pt is still an in-patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.